Manufacturer narrative:
Internal complaint reference (B)(4). A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the motor drive unit was very noisy and it was getting hot. It is unknown if there was a surgical delay. The procedure was finished with a smith and nephew back up device and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference number:(B)(4).